Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No injury reported to mouth [no adverse event] head keeps coming loose when I use it / come loose whilst brushing - oral-b [device connection issue]. Case narrative: male consumer via phone reported that the oral-b toothbrush head kept coming loose from the oral-b toothbrush handle when he used it and while brushing his teeth. No injury occurred to his mouth. No injury was reported. 22-aug-2024 via digital safety assessment survey: the consumer was 30 years old. No medical professional was contacted. No injury was reported. 23-aug-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3767. The suspect product lot number was 3 ab14140056. The concomitant product lot number was 90441418. No injury was reported.

Manufacturer narrative:
22-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
No injury reported to mouth [no adverse event]. Head keeps coming loose when I use it / come loose whilst brushing - oral-b [device connection issue]. Case narrative: male consumer via phone reported that the oral-b toothbrush head kept coming loose from the oral-b toothbrush handle when he used it and while brushing his teeth. No injury occurred to his mouth. No injury was reported. 22-aug-2024 via digital safety assessment survey: the consumer was 30 years old. No medical professional was contacted. No injury was reported. 23-aug-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3767. The suspect product lot number was 3 ab14140056. The concomitant product lot number was 90441418. No injury was reported.